Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was able to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an exhalation motor error. The service technician replaced the main board to motor and solenoids cable to correct the problem. Performance verification testing was performed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na